Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and was associated with filter strut(s) had perforated outside the wall of the inferior vena cava (ivc) and surrounding tissue and/or organs. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of the filter strut(s) outside the wall of the ivc and into surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of the filter strut(s) outside the wall of the ivc and into surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the ivc filter was placed and sheath removed via right groin. The patient was returned to room in stable condition. The following additional information was received per medical records: the patient underwent a CT scan approximately 6 years and 4 months post implantation. The scan was reviewed approximately 18 days later revealing the following. The optease ivc filter located at l1-2 interspace is tilted and contacts the wall of the ivc. All the struts of the ivc filter perforate the ivc up to 5mm, 2 anterior struts perforate the ivc wall both 5mm and contact the bowel, 1 medial strut perforates the ivc wall 5mm and contacts the aorta, 1 posterior strut perforates the ivc wall 4mm and resides within the soft tissues and 1 posterior strut perforates the ivc wall 5mm and contacts the l3 vertebral body and 1 lateral strut perforates the ivc wall 5mm and resides within the soft tissues. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 6 years and 5 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organ(s) and filter tilt. The patient also reports suffering from leg pain while walking and sob.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section d11 (concomitant medical products: sheath). Section g4 (date received by the manufacturer). Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter was implanted via the right groin. Approximately six years and four months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was located at the l1-l2 interspace and was tilted and in contact with the wall of the inferior vena cava (ivc). All the struts of the filter had perforated the ivc by up to 5mm with individual struts in contact with the aorta, bowel or the l3 vertebral body or within the soft tissues. The patient further reported having experienced leg pain and shortness of breath associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported leg pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.